Event description:
The user facility reported that a nurse accidentally stuck herself after administering sublocade to a patient with opioid use disorder. Testing was conducted following the incident. The needle lock was reported to be difficult to use and close. The needle cover goes all the way back and gets stuck in that position. In this instance, the nurse attempted to move the needle cover to lock it on a hard surface and dispose of the needle and empty syringe. However, during this process, an accidental stick occurred. The lot number is unavailable as the nurse mentioned discarding it. Appropriate administration and best practices for injections were reviewed.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided the actual sample was discarded hence, we could not determine the details of its actual condition. Since the lot number is unknown, an evaluation was not performed. The associates that were tasked to perform specific functions throughout the manufacturing process undergo training and qualification. Our sg needles were assembled using an automated machine with validated parameters. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula and sheath wings collar, which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The safety sheath has a finger guide area that consists of a circular dent (for thumb activation) and a ramp (for finger activation), which provides concrete confirmation that the user's finger is in the proper position while activating. Steps on the ramp provide a firm grip when activating the sheath. There are two stoppers at the end of the circular dent and ramp that prevent the user's finger from approaching the cannula during activation. The locking mechanisms are located in the middle and proximal ends of the sheath. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg3 safety needle device, including warnings to prevent needlesticks. From the previous two fiscal years to the present, we received a total of two (2) complaints for the specific item code. The cause of these complaints was not identified as being related to our product or the manufacturing process. Representative samples of 18g and 19g needles were simulated. The samples were activated using three methods: finger, thumb, and hard surface activation. All of the samples were successfully activated, and the cannula was captured under the sheath tooth. There were no difficulties encountered during the activation. Based on the investigation, we cannot identify the cause of the problem. Limited information was provided related to the complaint. The actual sample is also not available for further investigation, and no retention samples or lot history files from the reported lot were checked since the complaint lot number was unknown. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Therefore, our process is assured. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which include cautions, precautions, and warnings to avoid problems during sheath activation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.